Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission. Transmission revealed non sustained right ventricular oversensing due to post paced t wave oversensing. The oversensing was noted on a stored electrocardiogram. The patient did not receive therapy during oversensing. Programming changes were discussed. No intervention was reported.